Manufacturer narrative:
The insulin pump had button error alarm due to moisture on keypad traces. No moisture damage was found on electronic assembly and motor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 6.4 mmol/l. The customer stated that the pump was exposed to moisture because it got caught outside in heavy rain. The customer will be sent a replacement pump.